Event description:
Related manufacturer reference number: 2017865-2023-10347. It was reported that a patient was admitted to the hospital after fainting. Upon review it was discovered that the atrial lead was oversensing noise; fracture was suspected. No intervention was performed. The patient will continue to be monitored. There were no patient consequences.